Manufacturer narrative:
(B)(4).

Event description:
The customer alleges leaking from the extension line just as it entered the base of the plastic blue flex hub. The catheter was removed and replaced without issue.

Manufacturer narrative:
(B)(4). The customer returned one opened PICC set for evaluation. Visual examination revealed a small excess of material adjacent to the juncture hub. When the material was pulled back, a small hole was found behind it. The hole was in the connection of the extension line into the juncture hub, as well as the seam of the extension line, laterally. The juncture hub also contained a slight divot. The catheter body was measured and was found to be within specification. The device was functionally tested by injecting both extension lines with water using a lab inventory syringe. When the distal line was tested, water exited the distal tip as expected. When the proximal line was tested, water exited both the distal end and the extension line. The leak is consistent with the defect found in visual inspection. The manufacturing facility was contacted and determined this to be a molding pinch off issue. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit cautions the user, "alcohol and acetone can weaken the structure of polyurethane materials. These agents may also weaken the adhesive bond between catheter stabilization device and skin". The reported complaint of the extension line leaking in use was confirmed by complaint investigation. The returned sample contained a small hole adjacent to the juncture hub. Manufacturing was consulted, and this was determined to be a molding problem. A device history record review was performed with no relevant findings. A non-conformance request has been initiated to further investigate this issue.

Event description:
The customer alleges leaking from the extension line just as it entered the base of the plastic blue flex hub. The catheter was removed and replaced without issue.